Event description:
A patient reported experiencing inaccurate high reuslts with a lifescan meter. The patient's blood glucose results were 16.8, 12.4, 11.7 mmol/l. Tests were done within 20 minutes with a difference of 22%. Patient did not experience any adverse events. No further information has been reported.